Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and insert battery alarm along with pump error alarm. Customer reported that they able to clear the alarm and able to rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned unit due to alleged pump error 23 and failed battery test & the following alerts: low battery and were found on 10 february 2022. The unit was able to pass the following: displacement test, active voltage test, sleep current test, and self test. No alarms were detected during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, pump error 23 (02/10/2022 02:39 pm), failed battery test (02/10/2022 02/13/2022) found in the history files on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. Ump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, broken belt clip rails, cracked case (battery tube), pillowing keypad overlay, cracked retainer .pump error 23 and failed battery test and alarms is not confirmed. Moisture damage was found and located on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.